Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a tonsillectomy, the patient had incurred a secondary bleeding in the tonsil bed 3 days post operatively which required re-coagulation of tissue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.